Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's family member reported a customer received erratic readings on his freestyle freedom lite blood glucose meter. Caller reported he received readings of 66 mg/dl and 153 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered clinically significant. Caller further reported customer experienced diaphoresis, irritability, a headache, noted it felt like there were weights on his eyes and subsequently lost consciousness. No third-party emergent medical intervention was reported. Customer self-treated by eating pizza. There was no report of death or permanent injury associated with this event.